Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager had failed. When the field service engineer arrived at the station, no issues were found. The fse performed hardware testing using the application, and no issues were detected. However, the fse cleaned and applied grease to the connections, tightened the harness connections, and ensured everything was working fine. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had failing remote manager. The customer reported that device was located in procedure room. The malfunction happened while dispensing the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.